Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to water invading the scope connector while the user was handing the device, and water invading the device which led to abnormality of electronic parts. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "inspection of the endoscopic image". "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that during reprocessing the evis lucera elite bronchovideoscope while being used with the evis lucera elite video system center presented with an error message e315 (non-compatible endoscope) and an electrical connector with fluid invasion. There was no patient or procedure involved.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The error message e315 existed, but after drying, the error message disappeared. The electrical continuity error was due to a water invasion. Additional issues were identified during the device evaluation: a crack was found on the scope connector cover, causing water tightness to be lost; no image due to the e315 (non-compatible endoscope message); and fluid invasion from the connector with no leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.